Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. The power on the homechoice was cycled and the system error did not repeat. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.